Event description:
An x-ray established that a small ball bearing had been left behind. This required that the wound be reopened and the ball bearing removed. The delay in surgery has been reported as 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.